Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Evaluation statement: could not duplicate the customer's complaint of the unit working intermittently. Multiple attempts to duplicate the complaint were made, and the unit functioned properly at all times. There were minor scratches on the base plate and slight discoloring of the main housing due to wear; no repair is needed. Performed service bulletin. The unit passed all diagnostic and functional testing. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder repair surgical procedure, it was observed that the vapr vue wireless footswitch device was working intermittently. The sales rep reported that the surgeon completed the procedure with a wired foot switch with no patient consequences or delays. He stated that the device will be returning for evaluation and repair. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.